Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. During a scope cleaning, the tip of the brush detached and remained stuck in the forceps channel of the endoscope. The tip was retrieved using another cleaning brush and flushing with water. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: investigation results the returned hedgehog dual-end brush was analyzed. The returned brush found that the catheter had a clean break and a missing brush head, and no material defects or deformation were noted at the area where the device separated. No other visual damages were observed. The reported event was confirmed. It is possible that excessive force/torque caused the brush head to separate from the working length during cleaning. A labeling review confirmed that instructions and warnings are present for the reported event. According to the directions for use (dfu), excessive twisting or torquing is not recommended. Based on all available information and analysis of the returned device, the most probable cause is unintended use error caused or contributed to event, indicating that the interaction between the user and device, caused or contributed to the event.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. During a scope cleaning, the tip of the brush detached and remained stuck in the forceps channel of the endoscope. The tip was retrieved using another cleaning brush and flushing with water. There was no patient involvement in this event.